Event description:
During service by baxter, the infusion pump was found to contain 814:01. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional informatiom or contact was available.